Event description:
User reported, "the trephine was used in the usual manner in 1999 to perform a frontal sinus irrigation. It was noted at the time that the drill appreared blunt and it took considerable time and effort to penetrate the anterior table of the frontal sinus. Despite irrigation at the time of drilling reporter presume that a significant soft tissue burn may have occurred as the pt has subsequently developed significant ulceration at the site of the trephine.